Event description:
It was reported that the impedance was high in the svc vectors. The svc was programmed off and the impedance is now normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.